Event description:
It was reported the patient presented to the hospital for a scheduled procedure. The right ventricular (rv) lead was unable to sense and pace at a higher threshold despite repositioning the rv lead multiple times. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of unacceptable threshold and sensing anomaly were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. No other anomalies were seen.